Event description:
Outpatient in vascular lab was doing treadmill doppler exercise testing when she lost her balance. Her weight bent the control panel toward her, her face was resting on the on-off switch. Technician pulled electrical plug out of wall to stop machine. Pt's knees and ankles were scraped by the treadmill. No safety device for automatic shut off was used at the line.